Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the device was removed for autopsy and upon interrogation of the implantable cardiac monitor it was noted and electrical reset had occurred. It was further reported that sixteen episodes of asystole were recorded but event dates were invalid due to reset. Noise was also observed. The patient died in a manner unrelated to the icm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.